Event description:
Boston scientific received information from a product experience report form that this patient's device and lead system were explanted. The system was removed due to tricuspid valve impingement that resulted in right-sided heart failure.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.